Event description:
Interference/stent remain in mc. Physician prepped 28mm enterprise stent as per IFU, placed prowler select plus distal to neck of left internal carotid artery (ica) aneurysm, physician was attempting to position the enterprise stent and according to the physician, the stent jumped forward and the stent deployed much more distal, not at the target site. Physician feels it may have been due to tortuosity of the vessel and the amount of tension built up in the catheter. The physician was then attempting to place a second stent, a 22mm to compensate for the misplacement and to cover the next of the aneurysm, while advancing the stent in the prowler select plus, the physician felt resistance and friction, he attempted to pull the stent back into the delivery sheath, but upon visual exam, the stated stent was not on the delivery wire. The physician removed the prowler select plus and visualized under fluoro, the stent was present inside the microcatheter just distal to the hub. This microcatheter (mc) will be sent with complaint. The physician then placed a new prowler select plus and positioned it across the neck of the aneurysm ; the physician then placed another 22mm stent that over-lapped with the 1st stent placed. Slack was removed from the mc & the guiding catheter (gc). The physician then coiled the aneurysm as planned without any further issues. The patient is reportedly doing fine.

Manufacturer narrative:
This is one of two products used on the same pt. MFR report # 1058196-2008-00214. This product is to be returned for evaluation and testing. Please note additional info will be submitted within 30 days upon receipt.